Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6) product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 24-oct-2025, UDI#: (B)(4).medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal fentanyl via an implantable pump for non-malignant pain. The patient reported that the ac power cord was getting loose and going into the communicator port. Patient stated they went to the doctor and the doctor told them to call medtronic to get it replaced. Agent sent repair request for communicator replacement. Agent reviewed steps to pair communicator to handset. The patient was able to successfully connect communicator to handset and then communicate with the pump.

Manufacturer narrative:
H3 ¿ analysis of the communicator found no visual anomalies and the device ¿tested ok¿. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.